Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. About three weeks ago, the patient experienced a severe hypoglycemic event. His glucose monitor did not alert him to hypoglycemia, and he was unsure if he experienced any symptoms beforehand. He lost consciousness at home, prompting his daughter to call 911. Ems transported him to the hospital, where his blood glucose was measured at 35 mg/dl at the emergency room. The patient was unable to recall how long he was unconscious. He has limited memory of his ICU stay, where he remained for three days. Overall, his hospitalization lasted nearly three weeks for monitoring of blood glucose, cholesterol, and blood pressure. He was discharged on (B)(6) 2026 and reported feeling better at the time of the report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.